Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that there had pain on the right leg prior to using the spinal pak device. The patient's husband spoke to the doctor who thought it was an inflamed nerve. The doctor prescribed several prescriptions which have not helped with the pain. The doctor sent the patient for a c scan. The written report states that the patient has another fracture adjacent to the fusion. The patient's husband stated that the doctor to call them back. The patient wore the device for about an hour which at that she had severe pain going down both legs. The device was removed at that time. The patient is taking the medication that was prescribed prior to last night. Medro pack for 6 days, oxycodone 10/325, gabapentin 100 mg and tizanidine 4mg. The patient's husband stated that the medication is not really helping the pain. The patient's husband will call back with an update after he speaks to the doctor. No additional patient consequences have been reported.

Event description:
It was reported by the patient that there had pain on the right leg prior to using the spinal pak device. The patient's husband spoke to the doctor who thought it was an inflamed nerve. The doctor prescribed several prescriptions which have not helped with the pain. The doctor sent the patient for a c scan. The written report states that the patient has another fracture adjacent to the fusion. The patient's husband stated that the doctor to call them back. The patient wore the device for about an hour which at that she had severe pain going down both legs. The device was removed at that time. The patient is taking the medication that was prescribed prior to last night. Medro pack for 6 days, oxycodone 10/325, gabapentin 100 mg and tizanidine 4mg. The patient's husband stated that the medication is not really helping the pain. The patient's husband will call back with an update after he speaks to the doctor. No additional patient consequences have been reported.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer, d4: UDI, e1: last name, g1: contact office, g6: type of report. Additional information in h4: device manufacture date, h6: investigation type, findings, and conclusions and h10: additional narrative. The spinalpak stimulator was received for evaluation. The DHR was reviewed in the product information section. All evaluation results are included in the product evaluation section. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.